Event description:
It was reported that a patient developed soreness in the throat and roof of the mouth, shortly after two impressions were taken using jeltrate plus. Five days following the impressions, the patient reported developing a rash and swelling in the mouth. The patient consulted a physician and was administered a steroid injection, benadryl, and antibiotics

Manufacturer narrative:
While it is unknown if the jaltrate plus used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.